Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the edwards territory manager that during a transapical tavr procedure, the valve embolized. The deployment was performed as a two stage deployment. The delivery balloon was inflated approximately 30%, and contrast was injected to confirm positioned which was about 50:50. While the balloon was being inflated the rest of the way, the surgeon advanced the system aortically and the final position was about 95:5 and then the valve embolized into the aorta. The patient's pressure stayed in the 60's after deployment. The surgical team attempted to re-position the deployed valve in the descending aorta; however the efforts were unsuccessful and the team elected to secure the valve in the ascending aorta. A second sapien valve was successfully implanted 50/50 in the annulus. The patient's pressure stabilized and the patient tolerated to procedure well.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case the cause of the embolization cannot be confirmed; however patient (severe native valve/leaflet calcification) and procedural (advancement of the delivery system during stage inflation) factors likely caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.